Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. Niti has re-evaluated this event during a retrospective review, and has determined the event to be MDR reportable. The production history files indicated that the device was released pursuant to the product specifications. Device evaluation revealed a low attachment force between the anvil and the trocar. Such malfunction is detectable and can be resolved intraoperatively, as an added precaution, an additional q.c. Test was introduced to the manufacturing process using more definite acceptance criteria.

Event description:
A patient underwent anterior resection due to cancer after radiation therapy. Low anastomosis was created with the car device. The anvil rod was detached from the trocar during the procedure and the anastomosis could not be completed.